Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels up to 400 mg/dl. Blood glucose level at the time of the call was 154 mg/dl. High blood glucose troubleshooting was not performed. Customer also reported bent cannulas. Neither the infusion sets nor insulin pump were replaced or returned for analysis.